Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race were not provided for reporting. This report is for one (1) bab clear water block plus 30s USA (B)(4). Lot # is not available. UDI # is (B)(4). Upc = (B)(4). Expiration date= na. Lot number = ni device is not expected to be returned for manufacturer review/investigation. Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A mother reported an event with band-aid clear water block plus with her son¿s thumb. On (B)(6) 2019 the mother applied the product to the son¿s thumb due to him accidentally cutting himself. On (B)(6) 2019, the son had an allergic reaction that made the wound worse. The consumer sought medical attention from health care provider. The health care provider treated the event with usage of an anti-biotic ointment (mupirocin). The consumer also is applying a topical cream and is keeping the wound open. The symptoms are recovering and putting up some new skin because of the anti-biotic ointments as per the mother.